Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer went to the emergency room (ER) with a blood glucose (bg) of 365 mg/dl and ketones. Reportedly, a healthcare provider identified the ketone level as dangerous/life threatening. Bg was addressed with intravenous fluid and insulin. Customer was released from the ER in less than one day with a bg of 188 mg/dl. Customer reportedly wore the pump against their skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. A new cartridge was loaded and the pump performed as intended. Customer reverted to manual injections for alternate insulin therapy.